Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was inspected for recognition using an in-house davinci robot system. The davinci robot system successfully recognized the instrument, showing 2 uses left. The pogo pins did not stick and were not contaminated. Instrument passed electrical continuity test. Instrument was driven and moved intuitively, the grips were able to open and close. The shaft was straight. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer was unable to install the maryland bipolar forceps instrument in the davinci robot system, the black instrument's shaft was curved. The instrument was replaced to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.